Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have been inappropriately shocked for a supra ventricular tachycardia (svt) that the cardiac resynchronization therapy defibrillator (crt-d) classified as ventricular tachycardia (vt) or fast vt. The device remains in use. No further patient complications have been reported as a result of this event.